Event description:
It was reported that at implant a patient alert was triggered on the device in some way, but the patient was sent home without the alert being cleared. When the patient went to a device check a few days after implant, everything was fine with the device and the "cleared data" was done during the session, but when the patient left the device continued to beep. The device was checked again within a week and everything was fine. Follow up indicated that the device was interrogated again to clear the alert and that previously it had continued to beep because the incorrect advice had initially been provided about how to clear the alert. It was noted that when the "clear data" had been done during the session that it had prevented the interrogation from actually clearing the alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.